Event description:
The tibial inlay has been changed again from 12 mm to 17 mm due to laxity.

Manufacturer narrative:
Document review: gmk revision semi constrained liner - (B)(4) / lot 082511 (15 liners produced): all parameters were found to be in according with the specs valid at the time of mfg. Two liners belonging to this lot have been already implanted and no incidents have been reported up to now. We know that the tibial insert semiconstrained 12 mm implanted during revision surgery on (B)(6) 2011, has been replaced with an insert 17 mm due to knee laxity. This fact is highly likely due to a wrong selection of the thickness of the liner during the surgery on (B)(6) 2011 and there are no evidence that the event is device related.